Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint fiber optic cable on the back of the patient side cart (psc) cover due to a yellow light on the connector. The replaced fiber cable corrected the reported problem. The system was tested and verified as ready for use. System logs noted several errors relating to the psc and communication between axes controller platform (acp)3 and acp4.

Event description:
It was reported that prior to the start of a single port (sp) da vinci-assisted benign hysterectomy surgical procedure, a nurse called during setup to inform a technical support engineer (tse) that the back of the boom had crashed into an object. The system gave recoverable fault error but when attempting to recover, it returned immediately. The rear cover of the boom had also fallen off due to the damage. The tse checked the system logs and noted several errors relating to communication between axes controller platform (acp)3 and acp4. The tse informed caller the issue required a filed service engineer (fse) to repair. The nurse stated the procedure would need to be converted to an open surgery. No additional injury occurred to the patient, apart from the procedure converting from single port to a midline laparotomy prior to docking the robot.